Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure of the light-emitting diode led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the insufflator light-emitting diode has a missing character. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.